Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. They identified a bug in the code that handles log transfer from gmas to the gps computer, when gmas attempts and fails a log transfer more than once within a time, the reported error occurs. The software team will address this issue in the next software release. As noted in the attached risk reconciliation form, the observed risk level is low and is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required. The cause of the reported issue can be traced to user technique.

Event description:
During a procedure, when ready to acquire images for a registration, system roi turned red and populated warning "motion controller application timeout". Multiple shutdowns were completed. Waiting upwards of 10 minutes on the log in screen. Roi would be blue upon start up and then turn red about 2-3 minutes later.